Manufacturer narrative:
Post percutaneous coronary intervention (pci) with the administration of antiplatelet and anticoagulation it was reported that a retroperitoneal hematoma decreased blood pressure, and vasovagal response were noted post removal of a 6fr avanti plus catheter sheath introducer. The vasovagal response responded to medical treatment and no surgical intervention was required for the hematoma. Six hours after the procedure, the patient was sitting upright eating and was discharged approximately 48hours post pci procedure with some localized bruising at the groin area, reported as nothing unexpected. Haemostasis appeared to be achieved with an exoseal after deployment of the plug as expected and the patient returned to the ward lying flat. After 5 minutes a haematoma of approximately 3cm was noticed but it was not growing. Bp reduced from 150 to 90 and patient felt unwell. Femstop was applied at 120mmhg but patient went vagal so pressure was reduced. Some 500mg atropine was administered but abdominal pain was still evident and femstop pressure was increased with administration of 500mg gelofusin. A CT scan showed a large retroperitoneal bleed which appeared to flow from the renal area towards the groin, and also from the external iliac artery but neither of these sources of bleeding can be confirmed with any clarity. It was reported that the avanti was withdrawn/advanced over a wire without a dilator and may have caused external iliac trauma; however as reported the exact cause of the events is not known. An echocardiogram showed good cardiac function. No surgical intervention was required. The avanti sheath was not returned for analysis and the lot number is not known; therefore a device history record review cannot be completed. As outlined in the instructions for use (IFU), access site complications including hematomas, intimal tears, and vessel wall perforation are known adverse events. These events as well as vasovagal response are known and well documented procedural complications associated with gaining vascular access and closing the arteriotomy for percutaneous interventions. Retroperitoneal hematoma is associated with practitioner technique; the number of sticks needed to gain access, and is more prevalent in obese patients. The use of anticoagulation during and after the procedure may also contribute to this type of event. Other risk factors associated with this complication include patients; with small caliber arteries, and a high femoral artery stick. Vasovagal reactions are not uncommon with sheath removal and occur when the vagus nerve, which is alongside the femoral artery, is stimulated with application of pressure. Stimulation of the autonomic fibers of the vagus nerve affect the heart and controlling smooth muscles and glands resulting in hypotension, bradycardia, nausea, and diaphoresis. Perception of pain and anxiety is also associated with increased vagal tone and can generate a vasovagal reaction. The IFU outlines insertion of the dilator into the catheter sheath introducer followed by advancement of the dilator/catheter sheath introducer as a unit over a wire into the vessel. It is possible that procedural factors including the report that the avanti was withdrawn/advanced over a wire without a dilator may have caused external iliac trauma; however as reported the exact cause of the events is not known. It is possible that other devices used in the procedure may have contributed and no definitive conclusion can be made regarding the relationship of the avanti sheath to the reported events. There is no indication of any device performance or manufacturing issues related to the event. Procedural factors appear to have contributed to the events. Therefore, no corrective actions will be taken.

Event description:
Exoseal deployment was carried out following percutaneous coronary intervention (pci) to a vein graft using two unknown drug-eluting stents (des). The patient was loaded with aspirin and clopidogrel and received heparin and reopro during the procedure. Red/black markers were observed slightly on withdrawal but then the nurse relaxed her hand and they went to all black. The plug deployed as expected and pressure was applied for approximately 3 minutes. Hemostasis appeared to be achieved and patient returned to the ward lying flat. After five minutes, a hematoma of approximately 3cm was noticed but it was not growing. A 6fr avanti + catheter sheath introducer was used during the procedure. Blood pressure reduced from 150 to 90 and the patient felt unwell. Femstop was applied at 120mmhg but the patient went vagal so pressure was reduced. Some 500mg atropine was administered but abdominal pain was still evident and the physician increased pressure of femstop and administered 500mg gelofusin. A CT scan showed a large retroperitoneal bleed which appeared to flow from the renal area towards the groin, and also from the external iliac artery but neither of these sources of bleeding could not be confirmed with any clarity.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
An echocardiogram showed good cardiac function. No surgical intervention was required. Six hours after the procedure, the patient was sitting upright eating and returned home fine friday pm approximately forty-eight hours after the initial pci procedure. There was some localised bruising on the groin, but nothing unexpected. It was reported that the 6fr avanti catheter sheath introducer (csi) was withdrawn/advanced over a wire without a dilator and that this could be the cause of external iliac trauma. It was reported that there could have been posterior wall puncture but nothing had been proven. The product will not be returned for analysis. There was no visible signs of damage with the vascular closure device (vcd). There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling. An audible "click" was heard. An adequate bleed-back signal was observed. The bleed-back indicator was not visibly damaged. The proper indication was observed in the indicator window (chevrons moved relative to device retraction). The device crept into red/black and the operator relaxed her hand and the device returned to black/black. The indicator window signal did not flicker/flutter. There was no change at all to the indicator window signal. The red and white bars appeared in the indicator window signal. The plug deployment button fully depressed and the plug deployed. The procedure was not aborted prior to plug deployment. The vcd was removed with the sheath as a single unit. The angle of access was between 30 and 45 degrees. Femoral suitability was not verified on angiography. The arteriotomy was not in or near a stented segment. There was no pre-existing hematoma prior to insertion of the exoseal vcd. Angiographic pictures of the access site are not available for review.